Manufacturer narrative:
The impella device was not received from the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported that an impella controller (aic) being utilized for patient transport training was powered on, and a yellow alarm occurred stating ¿switch to back up controller¿. Turned off and back on again and alarm had resolved. The aic was able to be used for the training but will be removed for analysis.